Manufacturer narrative:
A separate report has been filed for the original valve requiring a valve-in-valve implant. This device remains implanted. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a permanent pacemaker was implanted for what was believed to be complete heart block after the implant of this transcatheter bioprosthetic valve into another transcatheter bioprosthetic valve. No subsequent adverse patient effects were reported.